Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disassembly of the scope revealed that the image sensor cable was kinked and that the video connector board was corroded. We believed that the kinking of the image sensor cable caused disconnection or short circuit in the output signal line, resulting in image noise, or that the board was corroded, resulting in electrical malfunction that caused the blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the screen sometimes blacks out. The issue occurred during inspection for use. There was no patient involvement.